Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) to (B)(6) 2020. Customer stated they were unconscious for 2 days and believed it had something to do with the pump. It was unknown if customer was using the insulin pump within 48 hours and if auto mode feature was active at the time of the reported event. No further details were provided. The customer has stopped using the insulin pump. The device will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.